Event description:
It was reported that the patient presented for a generator change out procedure. Upon review, the right ventricle lead exhibited high capture thresholds. The right ventricle lead was capped and replaced on (B)(6) 2021. Patient was stable.